Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication, with a vtbi (volume to be infused) of 90ml. No further programming parameters were provided. After an unspecified length of time, the patient returned to the clinic. At that time, it was reported that the display indicated 90ml had been delivered; however, approximately 40-50ml remained in the container. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided, including if therapy was completed with a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the device history indicates the device was programmed on (B)(4) 2012 at 1549 to deliver in the continuous only delivery in ml, with a 1ml/hr rate, a 1ml vtbi instead of the customer reported 90ml vtbi, a 1ml/hr kvo (keep vein open) rate, and a container size of 1ml. At 1550, a start printout is indicated. Between 1556 and 1559, a start alarm occurred 2 times. At 1600, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.